Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarm, which was not confirmed during evaluation. A review of the event history log identified downstream occlusion messages. The cause was determined to be an out of specification force sensor pressure reading. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of "the pump would not restart if the occlusion pressure was set to low" could not be verified as the evaluator did not properly assess for the reported issue which was received during follow up with the customer. The pump is no longer in its as received condition and the opportunity to evaluate for the reported issue is lost. A review of the event history log (ehl) was performed and revealed that the customer experienced a total of 306 occurrences of downstream occlusion alarms. Out of these 306 downstream occlusion alarms there were 303 followed by a "pump run - auto-restart" message. There were 3 occurrences where the pump was powered off by the user stated as "user stop". The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. Follow up with the customer indicated that the pump would not restart if the occlusion pressure was set to low. There was no patient involvement. No additional information is available.